Manufacturer narrative:
The investigation determined the event was caused by a combination of a contaminated ise line and a preanalytic issue at the customer site.

Manufacturer narrative:
The field service engineer found bubbles in the ise waste line. He cleaned the lines, valve, and sipper syringe. He primed the system, adjusted the ise reagent probe, and ran checks that passed without errors. Calibration and qc were run and passed. The investigation is ongoing.

Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 6000 c501 module. Patient 1 initial result was 134 and the repeat result was 142. The unit of measure was not provided. The questionable result was not reported outside of the laboratory. On (B)(6) 2023, patient 2 initial result was 144 and the repeat result was 134. The customer was unable to determine which was the correct result. It was requested but not provided whether either result was reported outside of the laboratory. The electrode lot number and expiration date were requested but were not provided.

Manufacturer narrative:
For patient 2, the repeat sodium result was actually 138.